Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had a pump refill session on (B)(6) 2011. The pt was hospitalized (B)(6) 2011. A confirmed motor stall was noted in the event logs on (B)(6) 2011 at 10:06pm without a recovery. A tube set occurred two days later. The pt experienced symptoms of withdrawal on (B)(6) 2011. The symptoms were nausea, vomiting and diarrhea. A pump alarm was heard by the physician, but not by the pt. A volume discrepancy occurred. The pump reservoir volume on the pump showed 1.7ml; however the physician aspirated 14ml from the reservoir. The physician increased the critical alarm to every 10 minutes and updated the pump; the pump still showed that a motor stall occurred. The physician planned to program the pump to the minimum rate in case the pump would restart. No MRI was done with the pt. The medications being delivered via the device system were bupivicaine, fentanyl. And droperidol. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.